Event description:
It was reported that a dell handheld was freezing during interrogation. When a soft reset was performed the problem would resolve. Physician requested that their handheld be replaced with a new one because freezing was occurring frequently. Once handheld is returned prod analysis will be performed.